Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced high blood glucose (500 mg/dl). The customer changed her cartridge with humalog every 3 days.